Event description:
Medical supply company asked for parts information for device therapy cable. Reporter stated that cable connector is damaged and can't be used with device. A failure of the therapy cable could cause a failure of the device to deliver therapy.

Manufacturer narrative:
Physio-control supplied parts information to customer to replace therapy cable.